Manufacturer narrative:
(B)(4).

Event description:
A report was received that during a permanent implant procedure, while the physician was inserting a lead, a cerebrospinal fluid (csf) leak was noted. The physician did try another area but there was also a csf leak, after the incident, the physician aborted the procedure. The patient was provided with a blood patch. The patient had no headache and was reportedly doing well.